Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vare medical that the sipap ventilator is alarming e33 (unable to auto zero pressure sensor) and has unstable pressure. There is no information about patient involvement associated with the reported event.